Event description:
Ous MDR - it was reported that about 33 months after the implantation oversensing resulting in inappropriate shocks. No adverse patient side effects were reported. The hospitalization was prolonged. No explant date was provided and this device was not returned for analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes. Shocks were delivered. These observation suggest the presence of a potential insulation damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.